Event description:
It was reported that at device change-out, varying r waves and hvli measurements were noted. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
Internal insulation abrasions were found between 8.2 and 13.5 cm from the distal tip. External insulation abrasions were found at 8.9 to 10.2cm from the distal tip, consistent with friction to another device. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.